Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and perpetually booted up. Funcitonal testing and manual tests were unable to be performed due to the perpetual rebooting. The receiver case was opened to download data log directly from the ui pcba board. A review of the downloaded data log did not find any errors related to the customer complaint. A speaker resistance test was performed and passed.the device was determined to be operating within the required specifications without malfunction. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported intermittent audio output could not be confirmed. A root cause could not be determined.